Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was being weaned off inhaled nitric oxide (ino) to be stopped and discontinued and immediately had almost doubling pulmonary artery pressure. There was a loss in artery line pulsatility, with hypertensions, brief non-sustained ventricular tachycardia and low pulsatility index (pi) consistent with pulmonary hypertension and right ventricular dysfunction. All of it resolved with reinitiation of ino at 1 ppm. An attempt to increase epinephrine wean ino, with no success and a similar outcome to a previous attempt. Milrinone was added for pulmonary vasodilation and right ventricular support which resulted in tachycardia and hypotension that required low dose of levophed. The left ventricular assist device (lvad) rotations per minute dropped to 4800 rpm from 4900 rpm. The patient was placed on cardiopulmonary bypass and the balloon pump was turned off. The surgeon attempted to pull the balloon pump out of the sheath from the left axillary artery. The surgeon was unable to complete and cut down on the left axillary artery and removed the balloon pump and contacted vascular surgeon for repair. The wound was deep and the artery was initially difficult to find. The surgeon was able to dissect off the pectoralis minor muscle and identified the pectorals major muscle. A further, deeper dissection was carried out, the left axillary artery was identified. The cardiac surgery team clamped the left subclavian artery facilitating the repair of the artery. The lumen of the vessel opened and there was no clot identified and did not appear devitalized. Sutures were placed and hemostasis achieved. The patient was found to have thrombocytopenia and the platelet count was steadily dropping since 23dec2021 from 168 to 57 and recommended changing from heparin to argatroban. The patient was complaining of numbness and tingling then not feeling left hand fingers. Nerve damage was identified, with grip being weaker. The patient had right heart failure and other respiratory failure. The patient had a productive cough, fever, and was treated with intravenous antibiotics and steroids respiratory panel with human metapneumovirus. The subject had chills overnight with a max temperature 99 degrees fahrenheit and a white blood cell count up to 13 thousand. The hemoglobin was down trending to 7.5 g/dl and stool was guaiac positive. The patient had acute blood loss and chronic microcytic anemia, which was expected post-surgery. On 1jan2022 the patient had one bloody bowel movement overnight and gastrointestinal was consulted. An unprepped flexible sigmoidoscopy was planned. There was no colitis or trace of ongoing bleeding or old blood seen. There were no abnormalities found.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on (B)(6) 2022 the right heart failure, respiratory failure, neurologic dysfunction, hemolysis, leukocytes with fever and bleeding resolved. On (B)(6) 2022 the pleural effusion resolved.

Manufacturer narrative:
Manufacturer investigation conclusion: a specific cause for the reported events (right heart failure, bleeding, thrombocytopenia, arrhythmia, respiratory failure, neurological dysfunction, and pulmonary hypertension) as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively be determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU entitled ¿introduction¿, lists multiple organ failures (including right heart failure and respiratory failure), bleeding, possible pump thrombosis, arrhythmia, neurological events (not stroke-related), and hypertension as potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 also states that the heartmate 3 left ventricular assist system is contraindicated for patients who cannot tolerate, or who are allergic to, anticoagulation therapy. Section 6 of the IFU entitled ¿patient care and management¿ discusses the potential development of right heart failure and hypertension following implant and outlines the associated treatment options. This section also provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There was no colitis or trace of ongoing bleeding or old blood seen. There were no abnormalities found. On (B)(6) 2022 the patient has a bloody bowel movement and hemoglobin was 6.6. The patient had a left pleural effusion greater than right and possible thoracentesis. A chest x-ray showed left pleural effusion. The patient had normal respiratory effort and lungs with diminished bases. The arrhythmia was non-sustained ventricular tachycardia and did not exist prior to implant. The arrhythmia was thought to be therapy related and resolved. The implantable cardioverter defibrillator was implanted prior to ventricular assist device implant.